Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the display was not blank less than 30 seconds. Customer states display was blank currently. Customer replaced the battery this morning and now it says low battery but it did not work and display was blank. The customer was advised monitor the insulin pump and if issue recurs. The insulin pump will not be returned for analysis.